Manufacturer narrative:
(B)(4) date sent: 3/25/2025. D4: batch # c9e89j. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "could you please provide the product code for the device reported? How did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, six (6) clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, clip applier misfired. Procedure delayed a minute to open new device. Procedure completed successfully. No patient consequences.